Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents of the user reported a decrease of hearing performance with the device after a head trauma. Re-implantation was performed.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The parents of the bilaterally implanted user reported a decrease of hearing performance with the device after a head trauma around (B)(6) 2018. The recipient's hearing performance has not been affected on the contralateral side. The recipient was re-implanted.